Event description:
This report is filed as during removal the clip became stuck on the tip of the steerable guide catheter (sgc) and detached from the clip delivery system (cds) in the femoral vein requiring surgical cut-down for removal. It was reported that during a mitraclip procedure, there were no functional problems with the cds prior to use. The patient anatomy was not considered as challenging. There were no extreme curves applied to either the cds or sgc during the procedure. Grasping the leaflets with the clip was reported as difficult as the mitral regurgitation (mr) grade could not be reduced after placing the clip in all positions. The cds with the attached clip was attempted to be retracted into the sgc. Prior to retraction, there were no additional device issues noted. The sgc was straightened, the clip arms were fully closed and fluoroscopy was used to visualize the retraction of the clip back into the sgc. However, one of the clip arms became stuck on the sgc soft tip and could not be removed. The fluoroscopy and echocardiogram images were repositioned, the grippers were raised, the clip was opened slightly and the cds handle was advanced, but there was no reaction from the clip. It was not possible to release the clip from the sgc tip so the sgc and cds were retracted as one unit. Once in the femoral vein, the clip detached from the sgc soft tip. The retraction was stopped and while a discussion regarding the next steps was being held, a clicking noise was heard and the clip deployed from the cds, but remained attached on the lock and gripper lines.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the clip delivery system (cds) was returned for device analysis. The returned lock line and gripper line were noted to be broken (severed); one end of the lock line was visible at the radiopaque tip ring of the cds shaft, whereas the other end of the lock line and cut ends of the gripper line were not exposed. However, both the gripper lever and lock lever caps were intact with both lines and o-rings securely in place. Thus, this is consistent with the clip being cut off the lock line and gripper line during surgery to remove the clip from the femoral vein. The inner device component, actuator coupler and mandrel were noted to be bent. This damage likely occurred from further manipulation of the device during the attempts to remove the clip from the guide tip and/or from post procedure handling. This damage does not appear to be related to the reported events. There was evidence of scratching on the outer surface of both l-lock tabs and the coupler. There was no other damage observed. In this case, based on the analysis findings that the coupler, mandrel and l-lock assembly were intact, it appears that the clip (the threaded stud and connector) to disengage from the coupler and l-lock tabs, resulting in the clip detachment. Although the noise (device operating differently than expected) could not be replicated during testing due to the condition of the returned device, this was likely a symptom of the clip detachment and not a cause for the reported event. Furthermore, the difficult to remove/clip caught on guide tip could not be tested due to the clip not being returned and failure to adhere or bond could not be replicated in a testing environment as it was related to procedural circumstances. Potential causes for failure to adhere or bond to the leaflets are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip functioned as expected. There were no non-conformances associated with the reported lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, difficulty grasping the leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the difficult grasping was due to the inability to reduce the mitral regurgitation (mr); multiple grasps were performed in all positions without a reduction in mr. Based on the information reviewed, a definitive cause for the reported failure to adhere or bond to the leaflets/inability to reduce the mr cannot be determined. There is no indication of a product quality deficiency associated with the clip itself. With respect to difficulties experienced during device removal, the difficult retracting the clip into the steerable guide catheter (sgc) could not be tested; however, the analysis identified tears in the soft tip of the returned sgc, which is indicative of the clip getting caught on the guide tip, resulting in the clip components (frictional elements of the grippers) digging into and tearing the tip material. Potential causes for difficulty retracting the clip into the guide tip are, but not limited to, procedural conditions (curves on the guide during cds removal), user technique or manufacturing anomalies. As noted above, review of the device history record confirmed this device passed all in-process and final inspections, suggesting that a device issue did not contribute to the reported difficulty. With respect to procedural conditions and/or user technique, difficulty retracting the clip into the guide can be influenced the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user. Further clarification received from the account confirmed that the sgc was straightened, the clip arms were fully closed and fluoroscopy was used to visualize the retraction of the clip back into the sgc, indicating the user removed the device according to the instructions for use. As of the clip arms still became caught on the guide tip and could not be removed, it is likely that the orientation of the clip upon retraction of the cds contributed to the clip getting caught to the guide tip, resulting in the tears in the soft tip material. Additionally, further attempts to unsuccessfully free the clip from the guide tip likely resulted in the noted damage to the internal components of the clip (scratching on the l-lock tabs and coupler), and ultimately caused the clip (the threaded stud and connector) to disengage from the coupler and l-lock tabs, resulting in the clip detachment from the tip of the cds. Based on the information reviewed, the difficult to remove as a result of the clip getting caught on the guide tip, soft tip tears and clip detachment appear to be related to procedural conditions/user technique and not a product quality deficiency associated with the device. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Event description continued: as the clip was repressed in the femoral vein, a surgical cut-down was performed. When the clip was secured with forceps, the gripper and lock lines were cut. The vascular surgeon removed the clip. The cds and sgc were then removed. The sgc was not inspected for damage post procedure. Post procedure, the patient was clinically stable and the functional mr grade remained at the preprocedure grade 4. No additional information was provided. Concomitant products: mitraclip system, steerable guide catheter. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.